Event description:
The clinician questioned the validity of the lead integrity alert which was triggered due to oversensing. The device is still in use. It was further reported that the patient presented with numerous short ventricle to ventricle intervals. The device was explanted and replaced. During the replacement procedure, the physician noted good connection between the pin and the device header, but requested evaluation of the device header. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.

Event description:
The clinician questioned the validity of the lead integrity alert which was triggered due to oversensing. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.